Event description:
It was reported that the implantable cardioverter defibrillator did not record electrograms (egms) when it should have. The egms could not be viewed on the programmer in clinic nor on merlin.net. It was noted that the device memory was not full. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.

Manufacturer narrative:
The reported event of missing egms for a ams episode was confirmed. Based on the information provided, it was unable to be determined why there were not egms available for the ams episodes reported. The root cause was unable to be established and it was not determined whether the episodes not stored was by design.